Event description:
An impella cp device was inserted into the right femoral artery in a 62-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography and interventions (scai) c shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the pump implantation, the short 14fr introducer kinked, causing difficulty to advance the pump. The introducer was exchanged to a longer length and the physician was able to advance the pump. While the patient was in the intensive care unit (ICU), there was an access site bleed. A purse-string suture was applied around the repositioning sheath, achieving hemostasis. After three days on support, the device was removed and the patient continued on ECMO support. The impella functioned at p-4 at 2.2 l/min as intended with d5w sodium bicarbonate in the purge solution. The impella will be reported due to the delay of support during the introducer exchange; however, the exchange was performed with no consequence to the patient.

Manufacturer narrative:
Patient information is not available. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.